Event description:
The medical surveillance specialist (mss) is classifying this complaint based on customer service documentation since the pt cannot be reached for a follow-up. In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra smart meter was reading inaccurately high compared to another device. The reported issue occurred approximately at midnight the day prior. He reported a "406 mg/dl" blood glucose result on the subject meter, which was compared to another device, but was not able to specify the result obtained on the other device. The results were obtained less than 10 minutes apart. The pt denied having any symptoms at the time of concern; however, he reportedly received food and/or drink as treatment at the emergency room (ER) as a result of the alleged inaccuracy issue. The date/time of the treatment was noted to be the same time as when the reported inaccuracy issue began (approximately midnight the same day). It was also noted that as a result of the inaccuracy issue, the patient skipped his 45 units of lantus at approximately midnight the same day. It is unk what the pt's blood glucose levels were when he was at the ER. The pt claimed that he took the "wrong" amount of insulin but the date/time of when the "wrong" amount of insulin was taken was not specified; therefore, it is unclear if it was related to the alleged inaccuracy issue and/or the reported meter reading. The customer care advocate (cca) went through troubleshooting with the pt and noted that the incorrect technique was used to clean the puncture site, which can contribute to inaccurate meter readings. Based on the provided info, at this time this complaint is being reported because the pt allegedly received food/drink treatment at the ER as a result of obtaining inaccurate high meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.